Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this was not a revision of zimmer biomet product. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this was not a revision of zimmer biomet product. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01747, and 0001822565-2022-01748. Medical devices: unknown tibial insert catalog#: ni lot#: ni; unknown tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised for an unknown reason following a knee arthroplasty. Attempts have been made and no further information has been provided.